Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ptc investigation result was received on 02-mar-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. As of 1/23/2015, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot c51339 (production date 01-may-2014 and expiration date 31-may-2017), lot c51343 (production date 06-may-2014 and expiration date 31-may-2017) was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking during the procedure and detachment difficulty are anticipated events. Medical assessment: this ptc was initiated due to a reported product quality issue (breakage). In addition, the ae case refers to a usability issue. No adverse events were reported at this point in time. The batch documentation of the reported batches was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report as neither a quality defect were confirmed nor an adverse event was reported at this point in time. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female patient who had two difficult attempts to insert essure (fallopian tube occlusion insert) and during the procedure, insert was removed releasing an inserted fragment detached from the rest of the system. The reported event, regarded as device breakage, was considered non-serious and is listed according to product technical analysis (ptc). Single cases of essure breakage have been reported, mainly during difficult insertions/removals. In this particular case, the physician had difficulties in the deployment of the device and a breakage occurred. Considering the above mention information and as the reported breakage occurred in association with essure placement procedure, causality with the suspect insert cannot be excluded. In addition other non-serious events were reported. This case was considered other reportable incident due to device breakage as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Ptc concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit. Follow-up information is being sought.

Manufacturer narrative:
Follow-up from 29-may-2015: follow-up attempts were done with no response to date. Case closed. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on 29-may-2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female patient who had two difficult attempts to insert essure (fallopian tube occlusion insert) and during the procedure, insert was removed releasing an inserted fragment detached from the rest of the system. The reported event, regarded as device breakage, was considered non-serious and is listed according to product technical analysis (ptc). Single cases of essure breakage have been reported, mainly during difficult insertions/removals. In this particular case, the physician had difficulties in the deployment of the device and a breakage occurred. Considering the above mention information and as the reported breakage occurred in association with essure placement procedure, causality with the suspect insert cannot be excluded. In addition other non-serious events were reported. This case was considered other reportable incident due to device breakage as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Product technical analysis concluded unconfirmed quality defect and that there is no reason to suspect a a causal relationship to a potential quality deficit. No further information is expected.

Event description:
This is a spontaneous case report received from a other in (B)(6) on 20-jan-2015 which refers to a (B)(6) female consumer who had two attempts to have essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 with lot numbers c51343 and c51339. It was reported that insert (from lot number c51343) did not correctly release. It remained attached to the support despite the correct insertion. Insert was removed releasing an inserted fragment detached from the rest of the system. This event was observed in the operating room during essure placement. After this placement attempt, remaining of satellite loop from essure c51343, desterilization of essure c51339 was performed and catheterization of the fallopian tube with essure c51339 where remained a fragment of the other system was impossible. There was no cause related to the patient which could explain the event. No consequences for the patient. Bilateral placement was not performed and the procedure was stopped. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had two attempts to insert essure (fallopian tube occlusion insert) and during the procedure, insert did not correctly release and remained attached to support; then this insert was removed releasing an inserted fragment detached from the rest of the system. Another essure system was opened, but catheterization of the fallopian tube where remained a fragment of the other system was impossible. Bilateral placement was not performed and the procedure was stopped. All reported events were considered non-serious and are listed according to essure's reference safety information; except for insert was removed releasing an inserted fragment detached from the rest of the system, regarded as device breakage, which is unlisted. Single cases of essure breakage have been reported, mainly during difficult insertions/removals. In this particular case, the physician had difficulties in the deployment of the device and a breakage occurred. Considering the above mention information and as the reported breakage and difficult/failed insertion occurred in association with essure placement procedure, causality with the suspect insert cannot be excluded. Regarding the event catheterization of the fallopian tube where remained a fragment of the other system was impossible, it was considered as unrelated to essure, since it was regarded as a device misuse (essure insertion attempt in a fallopian tube with an essure fragment). This case was considered other reportable incident due to device breakage. A product technical analysis and follow-up information are being sought.